Event description:
A doctor alleged that a patient had experienced the debonding of her laminate restorations one (1) day after placement with the maxcem elite product.

Manufacturer narrative:
Specific information with regard to patient age and weight were not provided. The patient returned to the doctor's office on (B)(6) 2013 and the restorations were re-cemented using a different product, without further incident. To date, the patient is doing fine. Upon review of the 'instructions for use', the doctor stated that he did not use the product properly and had skipped the required etching and bonding step prior to cementing the patient's laminates. The lot number 4690552 has been identified as an affected lot which is part of an ongoing maxcem elite recall for premature polymerization; however, the alleged incident did not match the recalls purpose. The returned product was evaluated for gel set time, yielding results within specifications. The material remaining in the syringe was not enough to complete further evaluations; therefore, retained samples were evaluated for adhesive strength, yielding results within specifications. In addition, no similar complaints were received with regard to this lot.